Event description:
Alleged deflation.

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. The cause could not be determined.

Manufacturer narrative:
Physician statement: doctor confirmed deflation on left side.

Event description:
Alleged deflation.